Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge had been filled with 125 units of insulin. Insulin was added to the cartridge resolving the issue. Additionally, it was reported that during a fill process the syringe needle broke upon contact with the cartridge septum. Customer's blood glucose level ranged between 284-285 mg/dl.